Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx therapy knob would not select desired mode (pacer mode). There was no reported patient involvement and/or impact.